Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number vad-8052, and the reported events could not conclusively be established through this evaluation. The account communicated that the patient had a potential device thrombosis. The patient underwent a pump exchange on (B)(6) 2015 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2010. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was unknown if pump thrombosis was confirmed.

Manufacturer narrative:
The patient's previously reported device issues were covered under manufacturer report number 2916596-2015-01063.

Event description:
It was reported the patient, who was being treated for known device issues, underwent pump exchange for pump thrombosis on (B)(6) 2015.